Event description:
Interrupted procedure. Malfunction: difficulty tracking. A user facility reported, they had difficulty tracking an eye during their last procedure on (B) (6) 2008. The facility also reported the external video was not functioning. These problems occurred after a prk and before an ablation procedure and did not involve any interruption during the ablation.

Manufacturer narrative:
Determination of root cause: assessment: the territory manager (tm) via phone asked the site contact to test tracker using tracker target, the site reported they had no further issues with the eye tracker or the video monitor. As manufacturing investigation was not performed as no parts were replaced. A review for 3 months prior to the date of this event for the eye tracker and the live eye video image showed no previous complaints of this complaint class for this system. Conclusion: based on the results of the investigation, a definitive root cause could not be determined. (B) (4)